Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on - stuck on splash screen) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a communication error with the sd card. The root cause for the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on - stuck on splash screen.